Event description:
The pt reported communication and charging issues between the implant and the external equipment. An advanced bionics rep performed device evaluation. The problem was confirmed. Pt will be implanted with a new advanced bionics spinal cord stimulator.